Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for intractable spasticity. The pump contained gablofen with a concentration of 2000 mcg/ml at an unknown dose. It was reported the patient was experiencing withdrawal symptoms. There were no environmental/external/patient factors that might have led or contributed to the issue. Diagnostics/troubleshooting performed included an intra-operative dye study and removal of the drug form the reservoir to compare with the clinician programmer expected reservoir volume. There was a difference in volume of 12 ml. The pump was explanted and replaced; the issue was resolved at the time of the report. The representative couldn¿t remember the exact volume amounts.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump found no anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
On (B)(6) 2017 the company representative reported that the patient had a loss of therapy. It was noted that the catheters were checked to ensure patency, however no dye study or rotor study was performed. There was no patient injury. Additional information was reported by the company representative on 2017-jan-27. It was noted that the pump was interrogated intraoperatively and the reservoir volume showed up as 27ml of drug. The healthcare provider wanted to verify this with the reservoir and the hcp was only able to pull out 15ml of drug. As a result of the 12ml discrepancy the hcp decided to replace the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.